Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite video system center had no signal output. The issue was found during the start of a diagnostic gastroscopy, the procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to aging of the printed circuit board, a black screen may be displayed, and no signal may be output. There was one additional finding: there was abnormal noise due to the internal aging of the power supply. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon of ¿the black screen may be displayed, and no signal may be output¿ was due to the faulty printed circuit (cp and dp) boards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.